Manufacturer narrative:
On october 24, the distributor provided us with information that the pump serial number initially provided was incorrect, and provided the correct pump information. On october 24, the distributor provided us with information that the pump serial number initially provided was incorrect, and provided the correct pump information.

Event description:
It was reported that the pump touch screen was shattered and unresponsive. Customer¿s blood glucose level was 216 mg/dl. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.